Manufacturer narrative:
Manufacturer narrative: the reason for this complaint was an instrument failure reported as cup inserter broke with implant on it. Positioner's possible time in service is 7.2 years. This event occurred during surgery near the patient. There was another suitable device available, the incident did not cause a delay in surgery, surgery was completed as intended, there was no risk or adverse event reported and the instrument was inspected prior to surgery and was found to be acceptable. The devices were returned to manufacturer and examined by registered medical assistant (RMA) at djo surgical on 05-aug-2020. Examination confirmed the complaint, the returned positioner shows the threaded tip broken off in the shell (shell returned with threaded tip piece). The reported condition could possibly be a result of heavy use/misuse/wear and care must be taken to avoid compromising their performance, refer to the IFU. A review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmr) associated with the products that may have contributed to the reported event. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery. Complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. There had been 12 previous complaints against the reported lot number. Summary of complaints: 8 functional, 8 dull/worn, 39 threads damaged/galled, 1 weld, 3 instrument damaged the implant, 3 bent, 130 broke/cracked/damaged, 1 hardware missing/lost, 1 device cracked/broke, 1 other, 3 end of life and 88 blank. The root cause of this event is cup inserter broke with implant on it. This event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. Surgical instruments condition can be determined while being used for its intended purpose. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure or issue. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Corrected data: g.5 from initial; e241504 is not the 510.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Instrument failure: cup inserter broke with implant on it.